Event description:
The customer contact reported particulate. The soluset was being used to deliver an unspecified volume of total parenteral nutrition (tpn), at an unspecified rate, via plum pump. At 1557, the delivery was started. The customer contact reported that at approximately 2045, a particulate was noted inside the soluset. It was reported that the particulate was noted to be floating "right on top of the fluids in the buretrol." The customer contact reported that the particulate was approximately 3mm long, with a small curve on the end. It was reported that the nurse stopped the delivery and the tubing set was replaced. It was reported that the pharmacy was notified and a delivery of 10% dextrose in water, at an unspecified rate, was initiated until the replacement container of tpn was obtained. It was reported that between 2100 and 2150, the replacement tpn solution container was made and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.